Event description:
During troubleshooting of an unrelated alarm, it was reported that the connection between the cassette heater line and the heater bag was loose. The event was reported during fill six of six on the homechoice. There was nothing found during troubleshooting that would cause or contribute to the loose connection. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.